Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us. Device evaluation: the report that the tip of the dilator frayed was confirmed. Returned was a sheath/dilator assembly. The tip of the dilator was observed to be damaged with the unaided eye. Microscopic examination showed that the dilator tip was split and pushed back in two locations. There were white regions around the tip, indicating that it had been exposed to stress. The ID of the dilator tip could not be measured due to the damage to the tip. The outside diameter (oc) of the dilator body measured 0.119 inches using ring gauges, which met specification of 0.117 - 0.120 inches per the dilator graphic. The length of dilator body measured 7.0 inches, which met specification of 6.625 - 7.125 inches per the dilator graphic. The instruction booklet provided with the kit describes an insertion procedure including the step to enlarge the cutaneous puncture site with the cutting edge of a scalpel prior to dilating. Other remarks: the customer reported that a cut-down was not performed prior to insertion. A review of the device history records did not reveal any manufacturing related issues. Based on the appearance of the tip and the report that it occurred during insertion, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ER, the user found that the tip of the dilator frayed. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.additional information received is as follows: the dilator was not replaced, it was used as is. A cut-down was not performed prior to insertion. The dilator was inserted in the patient; however there was no reported health injury/vessel as a result of this occurrence.